Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the collapsed bending section could not be determined, however, it is likely that excessive stress was applied to the bending part when handling the device. By following the IFU below, users may be able to detect/prevent the occurrence of such events. ¿inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ¿do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair inspection confirmed the customer reported issue, a hole/cut was found no the bending section cover (failed the leak test). Also, metal was found protruding from the bending section cover. The bending section is deformed/collapsed. The image is showing multiple broken fibers. The cause of the reported issue could not be determined; however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oci) was informed by the clinical therapist at the user facility that the customer flexible fiberoptic uretero-renoscope was returned to the olympus repair center for a ¿cut two inches down from the distal tip¿. The customer reported problem was found during an unspecified event. During the repair inspection, metal was found protruding from the bending section cover at the distal end of the scope. No death, injury or harm was reported to olympus. This report is being submitted to capture the metal was found protruding from the bending section cover.